Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 9:05am on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿101, 122 and 129mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these results does not exceed lfs¿s criteria for accuracy. The patient does not take any medication to help manage their diabetes and did not make any changes to this normal diabetes management regimen as a result of the alleged product issue. The patient stated that 10 minutes after the alleged product issue began they developed symptoms of ¿shakiness and dizziness¿. As a result of these symptoms the emergency medical services (ems) were called and the patient received glucose tablets/gel at 9:17am from a healthcare professional (hcp). The patient¿s blood glucose was measured at 10am, on the hcp¿s meter, and a result of ¿157mg/dl¿ was obtained. No further treatment was required. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the results. The patient performed a control solution test and a result of ¿84mg/dl¿ was obtained. This falls out with the appropriate range (102-138mg/dl) for the test strips being used, however the cca noted the patient was using the incorrect testing technique. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately erratic readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.